Event description:
It was reported that during a device check it was noted that the device was in safety mode. The patient was checked due to a low sinus rhythm, but the patient was asymptomatic. The device had not been checked since 2020. A device explant may not be performed due to other patient factors. No adverse patient effects were reported. The device remains implanted.